Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
The patient began feeling pain, could not lay down and had felt burning. This started about 6 months ago. There had been no falls or traumas during that time. The patient did fall a couple years ago but the device was checked and everything was fine. The patient did not currently have a managing health care professional (hcp) and would like to find someone to explant the ins. It was later reported that the patient had an appointment with his primary care physician next week to get a referral to one of the physicians on the list he received from device manufacturer. The area of the ins still burned like a hot poker and the area was swollen. The patient could not sleep on that side. There was no redness, discharge or fever. The patient was going to let the device manufacturer know once he saw a neurosurgeon or someone that knows what to do. No interventions were reported. If additional information is received a follow-up report will be sent.